Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep received info about a broken s-rom noiles component. Revision is planned.

Manufacturer narrative:
Examination of the submitted device confirmed loosening. The implant loosening was likely a result of the patient¿s poor bone quality and lack of bone support for the implant. With the information provided, it cannot be determined that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause and no evidence of product error as a contributing factor, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. No revision surgery has been reported. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Review of the device history records and/or a lot specific complaint database search was not possible as product code and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Updated information received 4 august 2014 - patient of (B)(4) received knee-tep left side (unknown manufacturer) in 2002. Patient slipped out on ice snow. Fall and distortion of left knee. Fracture of femur, osteosynthesis with help of plate. Since this malposition, pain because of loosening and osteolysis. Because of this he got implantation of new knee prothesis on (B)(6) 2007. On (B)(6) 2011 revision of tibial components (B)(4)). On (B)(6) 2014 revision of femoral parts because of loosening and fracture of transition of femoral sleeve to femoral stem extension.